Event description:
It was reported that on (B)(6) 2014, during the surgery to replace the patient¿s pump, the healthcare provider (hcp) reportedly bolused too much and it caused the patient to have shallow breathing, she was not conscious, her respiration and blood pressure dropped, and her oxygen saturation dropped. The hcp managed it by reducing the dosage and giving her oxygen. The patient was awake again 6 hours later. The patient's status was unknown. The patient was still having concerns regarding their device or therapy, but was working with their hcp or manufacturer¿s representative. They had an appointment date of (B)(6) 2014. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).